Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the enhanced full-height cubie drawer in auxiliary drawer 6 was not sensing as closed due to the magnet had fallen out of the insep. A field service engineer replaced the inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system auxiliary drawer 6 had failed, where the magnet was missing at k06, preventing users from accessing the required medication. The customer was able to retrieve medication from another device, and there was no harm to the patient. There were no adverse events or injuries reported based on this event.